Event description:
Surgeon explanted due to glare. The lens had been implanted on 12/02/1996. Best reported visual acuity on 1/9/1997 was 20/25. The 5.5 mm lens was replaced with a 6 mm lens. Patient outcome is unk.